Event description:
Laparoscopic repair of right inguinal hernia. Ethicon m/l clip applied used to ligate vessel. Tissue was torn instead of clipped. Minimal bleeding. Autosuture m/l clip from autosuture lc kit used; ligated vessel without incident.